Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: curved opening, black mold like appearance, fold creases and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: wear abrasion, a sharp opening with localized stresses induced in posterior side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification) and stress marks and non penetrating nicks. Based on the device analysis the final assessment is: a sharp opening with localized stresses induced assessed as surgical impact.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.